Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device had reached elective replacement indicator and would be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).